Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the unit was not working properly. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), and a 3:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review of skin graft mesher device, serial number (B)(4), noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review of skin graft mesher device 1.5:1 ratio cutter, serial number (B)(4), noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4), as documented in the repair reports in livelink. The device history record (DHR) review of skin graft mesher device, 2:1 ratio cutter, serial number (B)(4), noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review of skin graft mesher device, 3:1 ratio cutter, serial number (B)(4), noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 3:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on (B)(6) 2018 revealed that the calibration and test mesh could not be taken due to the bent comb and damaged roller. The 1.5:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number (B)(4), and 3:1 ratio cutter, serial number (B)(4) all produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, damaged comb, roller gear, and carrier guide. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review it was noted that the calibration and test mesh could not be taken due to the bent comb and damaged roller. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet surgical revealed that the calibration and test mesh could not be taken due to the bent comb and damaged roller. It is unknown with the information that was provided how the comb and roller were damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that unit was not working properly. Event occurred during testing. No patient harm or delay were reported. Per investigation, a test mesh could not be taken due to the bent comb and damaged roller.